Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of plavix 75mg and asa 81mg. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a large thrombus on the closure device. The physician switched the patient to 5mg eliquis in response to this event. The patient will have a follow up tee procedure in another 45 days to evaluate the thrombus. No other complications were reported to have occurred as a result of this event.